Manufacturer narrative:
Concomitant medical products: product ID: 977a260, (B)(4), implanted: (B)(6) 2016, product type: lead, product ID: 977a260, (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) on 2017-08-01. The rep reported that the plan was to not do anything as they were getting good coverage with the other lead. No further complications were reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient on program 1 was no longer working and they had no longer been getting good coverage. After doing an impedance check on the 0-7 lead and had impedances all greater than 10,000. The 8-15 lead had normal impedance readings. The patient stated that they had a couple of "slips" and could not provide the dates. An x-ray was taken and one of the leads had moved down 2 vertebral bodies. The patient was reprogrammed and able to get good stimulation coverage. The issue was resolved at the time of the event. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the lead ((B)(4)) found a non-conformance the 1,3,5 ,6, and 7 conductors were broken at 21.7 cm from the distal end. The stimulation lead body conductor was broken at the injex anchor site. Analysis identified that the (x) conductor(s) was/were broken in the body of the lead at the injex anchor site, (x) cm from the distal/proximal end of the lead and no electrical shorts were identified between the circuits.  Analysis of the lead ((B)(4)) found a non-conformance all conductors were broken at 21.7 cm from the distal end. The stimulation lead body conductor was broken at the injex anchor site. Analysis identified that the (x) conductor(s) was/were broken in the body of the lead at the injex anchor site, (x) cm from the distal/proximal end of the lead and no electrical shorts were identified between the circuits. If information is provided in the future, a supplemental report will be issued.